Manufacturer narrative:
Device passed the displacement test and self test. However, no unexpected a08 alarm anomalies noted. Device received with cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address or serial number label and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had stack check error. The customer¿s blood glucose level was 235 mg/dl. Customer stated that they were able to clear the alarm. Customer was not able to complete rewind. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.